Manufacturer narrative:
(B)(4). Month and day of event: unknown, year: 2017. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic cholecystectomy, misformed clips.

Manufacturer narrative:
(B)(4).batch # p92l4l. Device analysis: the analysis results of the el5ml found that the device was received with the jaws closed with one conforming clip. In addition, the tyvek was returned along with the instrument. Upon evaluation, one jaw was found broken at bifurcation. Due to the returned condition of the device no functional test could be performed. The device was disassembled and evidence of corrosion was found throughout the broken area. 9 remaining clips were found on the clip track. The most likely reason for jaw bifurcation breakage is stress corrosion cracking and the most likely root cause is exposure to a solution containing chlorine. In addition, in order to avoid this kind of issues please do not reuse, reprocess or re sterilize device. Reuse, reprocessing or re sterilization may compromise the structural integrity of the device and/or lead to device failure that in turn may result in patient injury, illness or death. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.